Event description:
It was reported that patient underwent knee revision surgery due to unknown reason about two (2) years after initial surgery. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - unknown oxford femoral component, item# unknown, lot# unknown; unknown oxford tibial component, item# unknown, lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00167. 3002806535-2023-00169. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown